Event description:
It was reported that the system 9800's right monitor would go blank and the system would have to be reinitialized in order to operate as normal. This would create a delay in care.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. The right monitor was replaced. The system was tested and found to be working as intended and placed back into service.